Event description:
Device 2 of 3. Reference MFR report: 3006705815-2018-03315. Reference MFR report: 1627487-2018-13030 . It was reported the patient underwent scs system explant (exact date unknown) due to erosion of the skin. The patient is recovering, but has a cognitive handicap.